Event description:
It was reported that the patient had the inflatable penile prosthesis, initially implanted in 2015, removed due to a malfunction. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted.